Event description:
It was reported that fixed water of the foley catheter got leak. Location of leak unknown.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that fixed water of the foley catheter got leak. Location of leak unknown. Per notification from investigator on 13jan2026, it was reported that asymmetrical balloon and balloon mushroomed was found during sample evaluation on 24sep2025.

Manufacturer narrative:
The reported event was unconfirmed. Visual: received 1 all-silicone temp sensing foley catheter with sample port connector and packaging label. Verified material number 119314, batch number mykn5225 and manufacturing lot number ngjy4781. Visual inspection noted no obvious observations. The catheter balloon is inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using in house syringe. However, asymmetrical balloon observed with balloon concentricity 100:0. The catheter balloon was able to passively deflate liquid within 5 minutes i.e 3min 43sec. While after deflation cuffing is present on the balloon. This is within specification per inspection procedure (B)(4), revision 0. Which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.